Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during follow-up, the physician detected several svt or vt episodes treated by atp and therapy and thought that the episodes were actually atrial fibrillation. The physician decided to reprogram the discriminator from if any to if all. Device remained implanted.